Manufacturer narrative:
The excor blood pump (lvad), s/n, (B)(6)was in use on the patient from (B)(6) 2024 until the time of the event for 13 days. We have reviewed the production records of the excor blood pump, s/n (B)(6) this pump was produced according to our specification.

Event description:
The site reported that the patient supported with an excor blood pump was noted to have "staring spells" and periods of unresponsiveness. An eeg confirming seizures, and a head CT and head ultrasound were also obtained. Medication therapy started and the site continues to monitor the patient's neuro status closely for any changes. The berlin heart excor blood pump functioned as intended, maintaining complete filling and ejection throughout. Two small punctates were noted on the inflow valve, and one on the outflow valve. Deposits were unchanged throughout the event.